Event description:
In 2009, the pt reported she had an elevated blood glucose reading of 478 mg/dl at 8pm tonight and her most current reading was too high to register on her blood glucose meter. Her target range is 80-140 mg/dl. She said she bolused 2.7 units of insulin at 8:55pm but her readings continued to elevate. To troubleshoot, the pt checked the date on her infusion device and discovered it was one day off. She successfully corrected the date. She stated she last changed her device battery a month or two ago. She inserted a new battery and tried to prime the tubing. She said the device "sounded like it was priming better" with the new battery. On follow up with the pt eight days later, she stated her blood glucose levels have been under control since switching to a new battery. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
Method/results: no product will be returned for evaluation.